Event description:
It was reported that the patient's atrial leadless pacemaker (alp) exhibited a software related reset. The patient was asymptomatic. The alp was interrogated and successfully reverted to its prior settings. There were no reported patient consequences.

Manufacturer narrative:
Further information was requested but not received.